Event description:
Caller reported aviva system blood glucose result of 591 mg/dl, one minute later, hi, which on the system indicates a result in excess of 600 mg/dl. She injected an unspecified amount of 'fast' insulin. Retest result was 25 mg/dl within 10 minutes. No adverse event was reported relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).